Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported that he has stimulation in his hands when turned to amplitude 7.0 and especially when he lays in supine. The patient reported a fall at unspecified date and was unable to recall the mechanism of the fall. This issue has been this way since implant. Reprogramming was performed with relief of symptoms. Impedances were within normal limits. The issue was reported to be resolved at the time of this report. The patient did not have symptoms when turning the amplitude down to 5.0 volts in sitting and 3.0 volts in lying. The patient plans to keep it on 3.0 at all times. If additional information becomes available, a follow-up report will be submitted.